Event description:
Initial info was received on (B)(6) 2011 from a male consumer. This (B)(6) old consumer used a colgate power toothbrush unspecified, which was purchased approx six to seven months prior to the report. He brushed with the toothbrush twice daily. Approx two to three months prior to the report, the toothbrush stopped working and he replaced the batteries, with wet hands, on the afternoon of (B)(6) 2011. While brushing his teeth during the early morning of (B)(6) 2011, the toothbrush exploded in his hand. This resulted in hand pain, the inability to hear much at all for approx two hours, and a headache. He saw his primary care physician the afternoon of (B)(6) 2011 and was told he also had red spots on his ear drums in addition to the hearing loss. He was sent to see an ear, nose and throat (ent) specialist on the same day. A hearing test was performed that confirmed significant hearing loss. He was placed on prednisone and was told to avoid loud noises, to discontinue alcohol and coffee consumption, to avoid smoking, and to stay home from work for six or seven days. He experienced a headache at 11 pm on (B)(6) 2011. He did not use the toothbrush anymore after the (B)(6) 2011 event. Add'l info was received from the consumer on (B)(6) 2011. He had a history of problems hearing high octaves for approx fifteen to twenty years prior to the report. He was scheduled for a f/u appointment to re-check his hearing one week following the report. At the time of the report, the consumer was recovering, as his hearing was better. (B)(4).